Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a stenting treatment procedure the stent moved on the balloon and stent damage occurred. The 90% stenosed target lesion being treated was located in the moderately calcified and severely tortuous proximal left circumflex (lcx). The lesion was predilated with a 2.5x5mm non bsc balloon. A 16x4.0 liberte bare stent delivery system (sds) was then advanced to the lcx and would not cross the lesion. It was noted that the stent moved proximally on the balloon. The stent was removed intact with the delivery system. It was also noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.